Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. All codes apply to the lead, no allegation was made against the ens. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was wiped out and sleeping. The caller indicated that the patient was tired with so much stuff going on. No changes were made at the time of this initial call. In a second call the patient reported that they had the lead removed and it "broke." The patient found the broken piece and will return it. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.